Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board nodes were flashed and the calibration files were reloaded. The camera and collimator stop calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a collimator iris potentiometer error message. No pt injury was reported.